Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
No led lights illuminated on the autopulse li-ion battery (sn: (B)(4)) when the battery status button was pressed. The autopulse platform doesn't function when it is powered on with this battery. It is unknown when the reported issue occurred. However, there was no report of patient consequences, and the customer didn't provide any further information.

Event description:
No led lights illuminated on the autopulse li-ion battery (sn: (B)(4) when the battery status button was pressed. The autopulse platform doesn't function when it is powered on with this battery. It is unknown when the reported issue occurred. However, there was no report of patient consequences, and the customer didn't provide any further information. Please see the following related MFR report: MFR # (B)(4) for the autopulse platform (sn # unknown).

Manufacturer narrative:
Event description was updated.